Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and was observed to have broken parts (part of the instrument fell off). No fragment fell into the patient. It was noted that the device was not used on the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to have grip input disk #6 completely detached from the housing. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.